Event description:
It was reported that the zimmer electric dermatome was losing power. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.